Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced on 9 apr 2008 for unknown reason. There were no patient consequences.